Manufacturer narrative:
Evaluation: deice evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief and the ECG a&b to front te cable was also pulled from the strain relief. The cause of the test failure was the pulled cables. The root cause of the pulled cables cannot be positively identified but is likely due to excessive force. No adverse event resulted from the non-functional therapy pad.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a non-functional therapy electrode.